Event description:
New integra instruments arrived with rust. These are new instruments in the package currently un-sterile but intended for sterilization. Upon opening the package there was a lot of visible rust present on the instruments. This is the second order of instruments that have arrived in this condition.